Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the leds on universal surgical manipulator (usm1) were not lit. The intuitive tech support engineer (tse) performed a log review, which showed a cannula sensor error against usm1. The customer chose to disable the usm. Power cycling the system did not resolve the issue. The customer proceeded with three usms. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) due to error 1162. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, error 1162 was found indicating cannula fault on the spar, confirming the fault occurred in the field. Upon visual inspection, no issue was found that would be related to the reported event. The usm was installed onto a golden system where it errors out with 1162 and disabling system. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant tests were passed. Once testing was completed, the axes controller spar connector (acsc) printed circuit assembly (pca) was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the acsc pca was found to be the root cause of the reported event.